Event description:
It was reported that post implant, high defibrillation threshold tests were detected. The patient decompensate and the defibrillation threshold tests were stopped. The patient received an epicardial patch and the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomalies were found.